Event description:
After having lasik surgery on both eyes, I developed premature cataracts and was not advised that this could occur and that in having the lasik surgery that I would be adversely limited in future eye procedures including cataract surgery. After a retinal detachment, I am now facing cataract surgery and am not a candidate for some lenses due to my lasik surgery and was further informed that the prior surgery could adversely affect this surgery. I believe that these warnings as well as the preoperative measuring of the eye should be mandatory. Lasik surgery (B)(4).